Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported a leak at the level of the plunger of a 50ml syringe the body of the syringe does not show any visible deformation.

Manufacturer narrative:
H.6. Investigation: one sample and one photo was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. Further evaluation identified there was no damage or defects on the barrel or within any of the syringe components and the stopper was verified to be properly assembled. A device history review was performed for the reported lot 2112066, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Testing was performed on the returned sample and results were found to be within required limits. While we were able to verify the reported issue, we cannot identify a definitive root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported a leak at the level of the plunger of a 50ml syringe. The body of the syringe does not show any visible deformation.